Manufacturer narrative:
(B)(4), labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient experienced a skin reaction with burning, redness, pimples, drainage, and infection extending beyond the patch perimeter, which occurred 8 days after the sensor had been inserted into the abdomen. The skin was prepped with alcohol prior to sensor insertion. The patient went to the ER because of his skin reaction and while at the hospital, the patient reported losing consciousness for approximately 12 hours due to the pain. The patient was treated with IV vancomycin and doxycycline. The patient was discharged home after 6 days in the hospital. At the time of contact, it was indicated that the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.